Event description:
It was reported the patient had an infection at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted to address the issue. Reportedly, the patient is recovering.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient's infection has resolved.